Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, the venous temp probe was broken. No health consequences or impact. The product was not changed out. The surgery was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on october 19, 2021. Upon further investigation of the reported event, the following information is new and/or changed: h6 (identification of evaluation codes 11, 3331, 3259, 4307) type of investigation #1: 11 - testing of device from same lot/batch retained by manufacturer;type of investigation #2: 3331 - analysis of production records; type of investigation #3: 4114 - device not returned; investigation findings: 3259 - improper physical structure; investigation conclusions: 4307 - cause traced to component failure. The affected sample was not returned so a thorough investigation could not be conducted. A representative retention sample of the same lot number was reviewed for damage to the venous inlet on the reservoir with no damage observed on the sample. Due to an increase in broken venous thermistor complaints and internal discovery, an investigation has been conducted resulting in a procedure change to enhance inspection of the venous thermistor. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.